Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2016. During the initial procedure the stent was difficult to deploy. The deployment issue was resolved and the procedure was completed. The patient expired the next day from an anesthesia related matter. The physician confirmed the patient did not wake up following the procedure.